Event description:
The clinic reported that all their laser vision correction patients treated on (B)(6)presented with dlk (difuse lamellar keratitis) with two patients having 3+ dlk. Patients were treated with topical steroids and all cases resolved. There was no loss of bcva with any of the patients. Additional patient information was requested however this was not provided.

Manufacturer narrative:
The clinic did not request service for the excimer and does not suspect the excimer as the cause of the dlk. The clinic requested clinical support to determine source of the dlk. Amo clinical development managers have been working with this site due to their ongoing issues with dlk. They observed cleaning and handling procedures of the clinic staff. Recommendations were made to install high grade hepa filters in the air conditioning and heating ducts. The customer indicated that they are planning on bringing in an entirely new autoclave to replace the two they have. For the most part, they state the dlk is trace. However, they have had increased levels of dlk sporadically. Investigation so far has not been able to establish a correlation. All pertinent information available to amo has been submitted.